Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_966 - portico ng approval study, us0202 - 682 ((B)(4)). It was reported that on (B)(6) 2022, a 29 mm navitor valve was successfully implanted in a patient with history of coronary artery disease, cardiac arrhythmias (right bundle branch block), and hypertension. On (B)(6) 2022, the patient was found to have had a transient loss of consciousness due to hypotension. The patient was returned to their bed and administered IV medication to resolve the event. There is no allegation that the abbott device or procedure was the cause of the patients hypotension. On (B)(6) 2022, the patient was noted to have complete heart block with alternating bundle branch block. A pacemaker was implanted to resolve the event. Its alleged that the valve was possibly the cause of the patients heart block.

Event description:
N/a.

Manufacturer narrative:
An event of transient loss of consciousness due to hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.